Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for one patient on their e601 analyzer. The patient's initial hcgb result was >10000 miu/ml. The sample was automatically diluted 1:100, and the result was 6235 miu/ml. The sample was automatically diluted 1:20, and the result was 2.0 miu/ml. The sample was then pre-diluted 1:100, and the result was 19830 miu/ml. The sample was the pre-diluted 1:20, and the result was 16836 miu/ml. According to the customer, none of the results were reported outside the laboratory. The patient was not adversely affected by this event. The hcgb reagent lot number was 171601 and the expiration date was 06/29/2014. The field service representative recalibrated the analyzer with a new calset and performed quality control with new control material. The sample was retested in automatic dilution and pre-dilution, but the results were the same as above. The field service representative found a sample probe mis-adjustment issue. He reconfigured the sample probe. A definitive root cause could not be determined with the information provided. It was noted the customer calibrated on (B)(4) 2013, but had not previously calibrated since (B)(4) /2013. Depending on the time of the sample testing, the calibration would have been four months overdue. The quality control results were within specifications; however the customer only ran one level of control.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.